Manufacturer narrative:
(B)(4). The reason for explant was due to only aortic stenosis. Based on the information received the root cause of the event remains indeterminable.

Manufacturer narrative:
Pannus. Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve the device were unsuccessful. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the host tissue overgrowth/pannus likely led to the stenosis. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue in-growth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. However, patient factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 21mm pericardial aortic valve, implanted approximately two (2) years, four (4) months, was explanted due to prosthetic valve aortic stenosis. Through follow up with the healthcare provider that the 21mm valve had some debris on the surface of it. They irrigated copiously to remove any excess debris. The explanted device was replaced with a 23mm pericardial valve. Post-transesophageal echo demonstrated retained biventricular function and well-seated valve with a low gradient and no perivalvular leak. The patient was transferred to the cardiovascular intensive care unit where he was in serious, but stable condition.